Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with an f94 alarm at power on. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a leaking main battery. To correct this condition, the main battery was replaced. If any additional information is received, a follow-up will be sent.